Event description:
It was reported that the patient has limited range of motion due to arthrofibrosis. Revision surgery is planned to exchange the poly inserts.

Manufacturer narrative:
It was reported that the patient has limited range of motion due to arthrofibrosis. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Manufacturer narrative:
Revision surgery is planned to exchange the poly inserts. Reason for revision is unknown at this time. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
Revision surgery is planned to exchange the poly inserts. Reason for revision is unknown at this time.